Event description:
It was reported that after cannulation and transition to cardiopulmonary bypass, the patient's blood pressure was noted to have a decline significantly with documented mean arterial pressure (maps) in the 30's and then teens to unmeasurable. The patient's cerebral oximetry was also noted to have dropped with bispectral index readings dropped into the single digits. The patient was evaluated for aortic dissection (despite aortic cannula placement via seldinger technique and wire being identified on transesophageal echocardiogram (tee) in descending thoracic aorta) and no identifiable dissection flap was noted. The patient continued to be hypotensive and was treated for possible anaphylaxis reaction, vitamin b-12, and rapid escalation of vasopressor therapies. The patient continued to be hypotensive with maps in the 30's and an additional arterial line was placed in the left femoral artery that demonstrated elevated arterial pressures and an aortic dissection was found on tee from root to the descending thoracic aorta. The center for transplantation sciences (cst) team transitioned to an emergent repair of the dissection and the patient was again placed on cardiopulmonary bypass via central cannulation. The patient was placed on support until neurological status was evaluated. The patient expired due to aortic dissection, hypoxic brain injury, and brain death.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported events could not be conclusively determined through this evaluation. The patient expired on (B)(6) 2022 due to aortic dissection, hypoxic brain injury, and brain death. The heartmate 3 lvad, serial number (B)(4), was not returned for analysis. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 27 feb 2022. The heartmate 3 lvas IFU is currently available. This IFU death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.